Manufacturer narrative:
Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pmc/articles/pmc4404766/ (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that 22 patients were revised due to infection, which led to reoperation.

Manufacturer narrative:
This report is being amended to reflect changes in sections. No devices or photos were received; therefore the condition of the devices is unknown. The part and lot numbers of the products are unknown; therefore the manufacturing records, complaint histories could not be reviewed. The reported devices are used for treatment. It could not be confirmed if the devices were used in an approved and compatible combination. Sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified devices caused or contributed to patient infections.